Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was over delivering. Customer¿s blood glucose was 35 mg/dl at the time of incident. The customer¿s current blood glucose was 165 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.